Manufacturer narrative:
Citation: olasinska-wisniewska a femoral artery anatomy-tailored approach in transcatheter aortic valve implantation postepy kardiol interwencyjnej. 2017;13(2):150-156. Doi: 10.5114/pwki.2017.68050 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding femoral artery anatomy-tailored approach in transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2010 and 2015. The study population included 101 patients (predominantly female; mean age 79 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients in-hospital and 30-day mortality occurred including two vascular-complication related deaths and one related to ventricular rupture. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate paravalvular leak (pvl), stroke, permanent pacemaker implant. Also, vascular-access complications including hematoma, pseudoaneurysm, bleeding and dissection requiring intervention. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between all of the observed adverse events and medtronic product. No additional adverse patient effects were reported.